Manufacturer narrative:
The device has not been available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
While riding in the chair the front caster wheel allegedly broke and the consumer allegedly fell out of the chair.

Manufacturer narrative:
The alleged event could not be substantiated. (B)(4).

Event description:
While riding in the chair the front caster wheel allegedly broke and the consumer allegedly fell out of the chair.